Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the asymptomatic patient presented for an in clinic device check. Upon interrogation, it was observed the right ventricular lead was sensing noise and had low pacing impedance. The lead was capped and replaced on 20jan2021. The patient condition was unknown during and following the procedure.

Event description:
New information received indicated the patient was doing great and stable during and following procedure.